Event description:
The customer contacted beckman coulter, inc. (Bec) to report erratic quality control (qc) and survey sample results for vitamin b12 on a unicel dxi 800 access immunoassay system. The customer also reported a suspected probe crash into a capped tube on the analyzer after reviewing the analyzer event log. No patient samples were being assayed at the time of the event. There was no impact to patient treatment. The customer reported running a carryover study after discovering the suspected probe crash. The carryover study failed to meet acceptance criteria. The customer reported also running a patient correlation study. The results of the correlation study were found to be unacceptable. The customer reported that the qc results for vitamin b12 were not recovering within the laboratory's established ranges at the time of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse observed that carryover testing on the analyzer had failed to meet specifications. The fse replaced the sample probe and verified alignments after replacement. The fse then performed a carryover test with results passing within analyzer specifications. The fse also assayed the customer's quality controls. The results recovered within the laboratory's established ranges.